Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: device photograph(s) for the device related to the reported event of rupture-breast and creases/folding of implant-breast was requested on february 29, 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Creases/folding of implant-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side device rupture. The device has been explanted.

Event description:
Physician reported left side device rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.